Event description:
It was reported the deivce was used during a laparoscopic splenectomy. It was reported during the transection of the splenic artery and vein, the atw35 thumb notch depression did not open the cutter after firing. The surgeon forced the instrument to open by pulling the handle's firing knob. A new atw35 was pulled to complete the case without incident. There was no consequence to the pt.